Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin. Net. Review of recordings on the implantable cardiac monitor revealed post-sensed t-wave over-sensing causing inappropriate atrial fibrillation alert recordings. Programming changes were made to address the issue. The patient was in stable condition before, during, and after the changes were made.